Manufacturer narrative:
(B)(4). A partial lead was returned in two segments for analysis. A fracture of the ring electrode re sensing coil was noted at 2.0cm from the connector pin. This is consistent with the observation from the field of noise and oversensing.

Event description:
It was reported that the patient presented to the hospital after receiving a patient notification for non-sustained rv oversensing. The lead was explanted, and patient was stable.